Event description:
The rep reported two months later that the devices will not be returned because they were discarded at the hospital

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_burrholecap, product type: accessory. Product ID: neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a company representative (rep) that the lead dislodged. The lead on one side of the patient, with implants on both sides, was suspected to be infected. So upon undergoing a CT scan, it was determined that the lead on the other side was dislodged/out of position. The other side, which was suspected to be infected, was infected after all. The device settings were unknown. An external factor that may have contributed to the event was the patient was going regularly for massages. It was possible that the lead was pulled and the burr hole cap became misaligned/migrated as a result of the massages. Removal and replacement of the leads was scheduled, but the date has not been determined. The issue was not resolved at the time of this report. The severity was considered not severe. The indication for use included parkinson's disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.